Manufacturer narrative:
The patient was implanted off label as part of a clinical study for epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient experienced psychotic episodes and was seeing "cartoon figures when seeing relatives and neighbors". The etiology was stated to be possibly related to the programming/stimulation. It was also noted that no diagnostics were performed. The actions/interventions included an epileptologist visit; the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.